Event description:
During a routine visit to the clinic, it was found that 9 electrode channels had high impedances, 2 of the electrode channels had unreadable impedances, leaving only one channel useable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.